Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the connection port. This issue was identified during infusion. The nurse noticed a wet spot on the floor and leaking onto the scrubs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed with no issues observed. Priming was performed on the set with a bag of sterile water with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.